Event description:
It was reported that upon investigation, the clock was observed to be reset in pump log files, indicating that a system stop did occur.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop; however, a specific cause of the pump stop could not be conclusively determined through this evaluation. The submitted controller event log file revealed controller clock corrupt alarms due to a reset in the controller clock to the default timestamp (see controller investigation). The left ventricular assist device (lvad) files also confirmed a reset of the lvad clock, suggesting that there was a complete loss of power to the system that caused the pump to stop. The clock was ultimately resynched, and no other notable events or alarms were observed. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.